Event description:
It was reported the patient's blood glucose rose to 21.5 mmol/l (387 mg/dl). The pod was reportedly leaking while worn on the abdomen for between 36 and 48 hours. As treatment, a new pod was applied.

Manufacturer narrative:
After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod. The exposed portion of the soft cannula was observed to be flattened and stretched, the housing vent was observed to be damaged, and cracks were observed on the top housing. It could not be determined when or how this damage occurred. Investigation of the pod and the pod data indicates that this damage did not contribute to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.